Event description:
The customer stated, that he tested his blood glucose using his contour meter and an accu-chek meter. The contour read 501 mg/dl, while the accu-chek meter read 165 mg/dl. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.